Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6 medical device problem code: 2017 - excessive force.

Event description:
It was reported that the procedure was performed to treat a heavily calcified and tortuous lesion in the internal carotid artery (ica). A 190cm emboshield nav 6 embolic protection system (eps) was prepared with no noted issues; however during advancement into the guiding catheter, a unusual sensation was felt and the eps was attempted to be removed. During removal, resistance was felt with the guiding catheter, and after force was applied the tip of the eps was noted to separate and the separated portion was simply withdrawn. At this point, the eps was replaced with another abbott device and the procedure was completed. There were no adverse patient effects nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to remove could not be confirmed as it was related to procedural circumstances. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The emboshield nav6 instruction for use (IFU) warns: ¿torquing the barewire filter delivery wire against resistance may cause barewire filter delivery wire damage and/or barewire filter delivery wire tip separation¿. In this case, it could not be determined if removing with force caused or contributed to the reported difficulties. Based on the reported information and observations from the returned analysis, the reported difficulties appear to be due to circumstances of the procedure. It is likely that during advancement into the guiding catheter, the reported ¿unusual sensation felt¿ was the tip of the barewire becoming prolapsed or entrapped withing the guiding catheter causing difficulty removing. The tip separation was likely the result of excessive force applied to remove the embolic protection system (eps) from the guiding catheter resulting in separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.